Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided showed that the inflation balloon burst upon full expansion of the valve. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of a burst balloon was confirmed based on review of the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported that "the patient had calcifications from the non-coronary cusp to the left ventricular outflow tract." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event of withdrawal difficulties was confirmed based on review of the provided imagery and the reported event description. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath, which may have led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in france, during a transcatheter aortic valve replacement (tavr) procedure, the balloon ruptured after the valve was fully deployed. The patient was noted to have calcifications extending from the non-coronary cusp to the left ventricular outflow tract. Following the rupture, the balloon could not be retrieved into the esheath, and open vascular surgery was required to remove the balloon.